Manufacturer narrative:
This legal event is being reported as serious injury due to the reported leak which required a prolonged procedure. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No revolve devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the revolve could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient underwent bilateral breast implant replacement and reconstruction surgery where a revolve device was used to harvest the patient's body fat for reconstruction. During the procedure "the harvested fat was deposited in an unsterile canister rendering it unusable for the procedure." The plaintiff "unnecessarily underwent a second fat harvesting procedure" which caused "pain, suffering, injury, and disfigurement to the plaintiff."